Event description:
On (B)(6) 2012, the reporter contacted animas and alleged multiple low blood glucose levels (bg) over the past few weeks. He had bg of 51 mg/dl this morning, with moderate sweat/shakes. He treated with juice and his bg came up to 95 mg/dl. He has a tendency to run low in the morning when waking up. His doctor changed his 12am basal rate 2 weeks ago from 1.300 to 1.100 and he is still having low bgs. The patient states he has been running fasting bgs between 28-70 mg/dl since doctor made these changes. Hi s bg at time of call was 95mg/dl. Reportedly, he typically runs between 120-150 mg/dl during the day. He reports no change in diet or activity. The patient is not making an allegation against the pump and states he is working with his doctor on adjustments. He has dexterity issues in his hands secondary to a stroke in 2006: admits he will remove the cartridge from pump to detach and does not always disconnect from skin site. The patient understands this practice is a safety issue, but confirmed he did not do this today prior to the bg of 51mg/dl. The patient confirmed basal rates correct. He does not use advanced bolus features and takes set amounts for meals. The patient feels fine at this time and no further symptoms. Pump delivery was not interrupted. Customer technical support (cts) instructed him to contact his doctor to inform him that he is still having low fasting bgs, that the doctor may make further adjustments to settings prior to his appointment next week. The patient verbalized understanding and states he will follow up. Cts also reinforced importance of always disconnecting from skin site first before he manipulates the cartridge cap / cartridge. This complaint is being reported due to the allegation that a patient on pump therapy experienced hypoglycemia. Use error cannot be discounted as a contributing factor, as the patient does not disconnect from skin site during cartridge changes.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.